Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the instrument's blue plastic grip broke and no pieces were retained within the wound. Another device was used to complete the surgery.

Manufacturer narrative:
This follow up report is being submitted to relay additional information the following sections were updated: complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed wear and tear, consistent with use during time in field. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.